Event description:
It was reported that the user received an infusion set change alert and performed a site change on an ilet system, primed until drops were observed, attached a new 6 mm set, and resumed insulin delivery; the user reported elevated blood glucose and admitted to falsely announcing a meal in an attempt to reduce glucose. Symptoms included dizziness and a fall to the ground in a parking lot without reported injury. Outcomes included no medical treatment or hospitalization and return to baseline with glucose decreasing from the 190s to 133 mg/dl by follow-up.

Manufacturer narrative:
Investigation included customer support troubleshooting and education covering infusion set replacement and insulin delivery resumption. Investigation of this case revealed glucose elevation associated with user behavior and possible infusion set replacement need, with no device malfunction identified. It was concluded that this event was hyperglycemia with cause unclear and that user actions likely contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.